Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient was undergoing revision surgery due to generator end of service. The patient's implant card was then received by the manufacturer noting high lead impedance. Diagnostic results performed two years before surgery indicated proper device function at the time. Attempts to the reporter for additional information have been unsuccessful to date.